Event description:
Revision surgery - the center screw broke after the patient fell off a bar stool; the patient is noted to be a heavy drinker. There was no in growth on the baseplate. The patient was converted to a hemi shoulder.